Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument and confirmed leaking from reagent probe b. The fse replaced the reagent probe b collar wash waste solenoid valve to resolve the issue, no further leaking was observed. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported a leak from reagent probe b on their unicel dxc 600 synchron system. The leak was contained to the instrument with fluid found in the reagent probe spill tray and in the reagent carousel. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.